Event description:
It was reported that the user experienced loss of glucose readings on the ilet while using a dexcom g7 sensor; the agent instructed the user to toggle between sensors, restart the pump, and enter a new pairing code, after which pairing steps were performed. Symptoms included no alerts or alarms and intermittent signal loss. Outcomes included inconvenience and temporary loss of cgm data on the ilet without reported injury or medical intervention. Investigation included customer service troubleshooting and education, pump restart, sensor toggling, and re-pairing of the transmitter to the pump. Investigation of this case revealed a communication disruption between the cgm and the ilet; device damage or hardware malfunction was not identified during remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue resolvable through re-pairing and device restart.